Manufacturer narrative:
Follow-up #1 date of submission 08/22/2015-product analysis: the device was returned and evaluated by product analysis on 08/03/2015 with the following findings: a battery compartment crack was observed. Unrelated to the complaint, the audio alarm was non-functional. Evaluation revealed a solder issue with the alarm-piezo.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.